Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The healthcare professional noted that in 3 cases, the implants failed to osseointegrate, but did not indicate whether primary stability had been achieved during implant placement. Patient1 (p1): placement torque level was not specified by clinician. Patient2 (p2): the lower right implant was torqued to approx 30 n-cm and the lower left implant was torqued at greater than 35 n-cm. Patient3 (p3): implants were torqued at greater than 50 n-cm and 70 n-cm. It was noted that for pt2 (1 implant) and pt3, the recommended placement torque was exceeded and may have contributed to the implant failures. Failure to osseointegrate is a well documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implants' history records were reviewed and no discrepancies or issues of non-conformance were noted. Implants were mfg to specs. No further action is required.

Event description:
Clinician reported three cases where the implants failed to osseointegrate. The details are as follows: patient 1: two implants (p/n 07450, lot# 21126, expiration date: 01/31/2015) were placed on (B)(6) 2013 and loaded early (within 8 weeks). They were removed on (B)(6) 2013. Clinician also noted that pt 1 had moderate density (type ii) bone and may have had an infection. Patient 2: two implants (p/n 07460, lot# 20244, expiration date: 01/31/2015) were placed on (B)(6) 2013 and were never loaded. They were removed on (B)(6) 2013. The pt had both high (type I) and moderate (type ii) density bone. Patient 3: three implants (p/n 07461, lot# 19969 (2) and p/n 07466, lot# 19802 (1) were placed on (B)(6) 2013 and loaded early in (10 days). They were removed on (B)(6) 2013. Pt had high density (type I) bone.